Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-01953 and 01958) submitted for devices related to the same event.

Event description:
It was reported the patient was seen in the clinic with complaints of power switching on his new batteries. Log files were sent that showed "potential switching event involving (B)(4). Unfortunately these events cannot be 100% confirmed based solely on logs." Both batteries were removed from service. The batteries were replaced and there was no reported effect on the patient.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. Two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the 25% rsoc threshold and a critical battery alarm. Analysis of the battery ((B)(4)) revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. This is one of two reports (3007042319-2016-01953 and 01958) submitted for devices related to the same event.